Event description:
It was reported that air bubbles were observed within the canister. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Customer performed a supply change to address the issue.